Event description:
It was reported that, the vena cava filter would not deploy. The doctor was unable to deploy the filter, so the doctor removed the catheter and teh filter together. A greenfield vena cava filter was placed without difficulty. No injury to the pt was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The returned sample was evaluated. There was no introducer sheath or filter returned for evaluation. Upon initial inspection of the returned sample, the distal end of the pusher wire appeared to be bent near the pusher cup and wire taper area. No other defects were noted with the pusher wire. The pusher wire was measured and all measurements were within specification. The result of the investigation was inconclusive as the filter and the sheath were not returned with the delivery system for evaluation. The root cause is unknown. The IFU (information for use) states the following: advance the filter by moving the nitinol pusher wire forward through the introducer catheter, advancing the filter with each forward motion of the pusher wire. Do not pull back on the pusher wire, only advance forward with filter in place.